Event description:
An unexpected shutdown was reported by the customer via email. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.